Event description:
On 11/15/2023, it was reported by a facility representative via sems-06402416 that an ar-12990 knee scorpion is jammed. This was discovered during use in a case with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation was confirmed. One unpacked ar-12990 serial/batch number (B)(6) was received for investigation. In functional testing, the ar-12990n suture from batch 10175441 showed resistance as the needle attempted to pass through the instrument shaft for deployment. Nonetheless, the instrument succeeded in deploying the needle and passing the suture. Upon visual inspection, signs of wear and tear were observed. Notably, the test suture appeared frayed following the functional testing. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.